Event description:
Implant was used 6 months prior to augment a rotator cuff repair that was repaired using ethibond suture/bone tunnel. 1 tack was used to take some of the load off of the sutures. Device seemed to deploy fine. 6 weeks later the pt complained of pain... Was treated for infection. Dr. Opened the incision and found that the cufftack (tack head) had migrated up out of the cuff tissue and through the deltoid. Dr removed this and scheduled another surgery to remove remaining device. The remaining device was retrieved with the easy out tool and is being returned to mitek. (The tack head was discarded by the staff.)